Manufacturer narrative:
H6: code c20 -the device was discarded at the treating facility and was therefore not available for evaluation by gore. H6: codes a2303, c23, and d1101 - it should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU) warnings section: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od (table 1 lists 7.5 mm for dsf2033), major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat an aneurysm in the thoracoabdominal aorta utilizing a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and a gore® dryseal flex introducer sheath (dsf2033). Reportedly, at the end of the procedure, removal of the dsf2033 caused a rupture in the external iliac, 2cm proximal to the location of access in the vessel. There was blood loss, and the patient was treated immediately with a unit of blood. Blood loss amount is unknown. It was reported that the patient's external iliac artery diameter was less than 7.5mm, which is the nominal outer diameter of the dsf2033 sheath. The patient tolerated the procedure and procedure was successful. On (B)(6) 2026, the patient reportedly aspirated somehow, needed emergency reintubation, went into cardiac arrest, then passed away. Reportedly, imaging was repeated post-op, and all grafts were intact and looked good. The physician believes the death was related to the emergency reintubation and does not believe the gore devices and/or procedure contributed to the patient death.